Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's pacemaker was found to have exhibited far r-wave over-sensing and inappropriate automatic mode switch. Corrective programming changes were recommended but were not reported to have been made. No patient consequences were reported.